Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e1 - reporter phone number and g2 (health professional should not be selected on the initial). Field d9 selected by mistake, please disregard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause for no image when connecting to 260 series scopes could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image when connecting to the 260 series scopes. The customer finished the case with the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.